Event description:
The user facility in (B)(6), reported during vitrectomy surgery, the cutter would not cut. The surgeon decreased the cut rate and the cutter started to move. The surgery was completed with no impact to the pt.

Manufacturer narrative:
A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed.